Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an initial elevated atellica im psa lot 340 result on a serum sample from a 58-year-old male patient (post-prostatectomy) that was lower upon retesting. There are no allegations of patient or user intervention or adverse health consequences due to the event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated atellica im psa lot 340 result on a serum sample from a 58-year-old male patient (post-prostatectomy). The elevated result was reported and questioned by the physician. The customer retested the sample on the same atellica im analyzer and a different atellica im analyzer. Both results were lower, as expected. A corrected report was issued. The patient was also sent to another laboratory for alternate method testing and the result was low, as expected. There are no reports of altered treatment or adverse health consequences due to the event.

Manufacturer narrative:
Siemens investigated a customer report of an elevated atellica im psa lot: 340 result on a serum sample from a 58-year-old male patient (post-prostatectomy) that was lower upon retesting and believed to be correct. Customer calibration was valid and quality control (qc) recovery acceptable the day of the discordant result. Siemens reviewed the reagent and probe trace files provided for the date of the event and there was no evidence of a hardware or sample probe issue that impacted delivery of psa reagents or sample. The discordant result was not reproducible. The discordant elevated result was not reproducible. Based on the available information and investigation results, the cause of the discordant result could not be determined. The customer is operational, and the reported issue is resolved by routine troubleshooting. Siemens filed MDR 1219913-2024-00458 on 30-oct-2024. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.